Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The stricture was noted to be very tight. The stricture was dilated prior to stent placement. Following deployment of the stent, the stent had expanded properly. However, when the physician attempted to withdraw the delivery system, the inner catheter with dilator tip became stuck within the stent. After some manipulation, the delivery system was able to be removed successfully from the patient. The stent remained implanted in the correct location and the procedure was completed using this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental report will be filed.